Event description:
The advocate received a blood glucose reading of 65mg/dl on her son using the contour next link. She re-tested him on a different meter and the reading was 220mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer